Event description:
Customer reported to sales rep that during coronary artery bypass procedure, the needles kept popping off the suture. There are no reported adverse patient consequences related to this event.